Event description:
Patient implanted on unknown date in 2009 due to preexisting and on-going lumbosacral pain. A decision was made to remove the prodisc-l from the l5-s1 disc space. The exposure was performed by dr (B)(6) and lasted roughly an hour and a half at which time it was determined that enough exposure was made for explantation. The inferior endplate was removed with ease first along with the poly and subsequently the superior endplate which needed additional chisel work to pry off the anatomical endplate. The device was successfully removed with no harm done. An interbody cage with plates was then placed to fill the void. This is report number 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date reported as unknown date in 2009.